Event description:
Chest tube had been placed emergently in pt due to total lung collapse. This pump failed to operate. Pt's heart rate was 180's bp 72/30, oxygen saturation was 74-78%. Another staff member had to get new chest pump immediately.